Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the tortuous iliac bifurcation artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the device was advanced up and over the iliac bifurcation without a sheath in place. As a result, the device failed to track properly, and its tip sheared off inside the vessel. The sheared tip had to be surgically removed via femoral endarterectomy, a procedure that the patient required regardless. Both devices were completely removed from the patients body as one unit. The procedure was successfully completed using an alternative device. There were no reported patient complications, and the patient is expected to recover.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the tortuous iliac bifurcation artery. The opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. During the procedure, the device was advanced up and over the iliac bifurcation without a sheath in place. As a result, the device failed to track properly, and its tip sheared off inside the vessel. The sheared tip had to be surgically removed via femoral endarterectomy, a procedure that the patient required regardless. Both devices were completely removed from the patients body as one unit. The procedure was successfully completed using an alternative device. There were no reported patient complications, and the patient is expected to recover. It was further reported that the device was completely removed from the patients body, and the patients condition was stable.